Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 120mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. The insulin pump as received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.